Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the or for a device upgrade and it was found to have multiple episodes of atrial lead noise. Noise was previously seen and the atrial lead was programmed off in 2017. The lead was capped and replaced. The patient was stable.